Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 520 mg/dl, with high ketones. Bg was addressed via manual injection. The customer reverted to an alternate method of insulin therapy.